Event description:
A malfunction was reported by the customer, identified by the malfunction code "malf 9." There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the process. After resetting, the malfunction code did not recur, and the customer was informed to contact support again if the issue reappeared.